Manufacturer narrative:
Citation: patankar gr et al. Avulsion of aortic leaflet during transcatheter aortic valve replacement. J interv cardiol. 2016 oct;29(5):549-551. Doi: 10.1111/joic.12313 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of an (B)(6) year-old male patient with degenerative aortic stenosis who underwent implant of a 27mm medtronic mosaic (serial number not provided). Ten years following the implant, the patient presented with acute heart failure and degenerative surgical valve with severe regurgitation. A 26mm corevalve (serial number not provided) was positioned high inside the surgical valve resulting in paravalvular leak (pvl). The valve was removed prior to full deployment, but upon removal a leaflet of the surgical valve was torn away. The leaflet and the valve were withdrawn from the body. A second corevalve (serial number not provided) was deployed deep resulting in minimal pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.